Event description:
It was reported that an attempt was made to treat a calcified mid rca lesion. The device would not cross and during its withdrawal from the vessel, the stent dislodged from the balloon in the proximal rca. It was successfully retrieved with a snare device.